Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead was suspected to be fractured. Electrograms were reviewed that showed oversensed noise on the lead starting in (B)(6) 2016. High out of range pacing impedances above 2000 ohms, loss of capture, and unstable sensing were also observed. A revision surgery was performed and this lead was surgically abandoned. Additional information was received that indicated that the suspected fracture could not be confirmed via x-ray. No additional adverse patient effects were reported.